Event description:
As reported: "during a conversation with the doctor, the sales rep heard that the plate of a patient who had surgery on (B)(6) 2025 has fractured. The doctor told that the bone defect was large and had not fused, so it was inevitable that the plate broke off. Because the fracture area had shortened as the plate broke off, rather than becoming more stable and the bone had started to fuse, so there were no plans to remove the broken plate for some time while the doctor is monitoring the patient's condition."

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
As reported: "during a conversation with the doctor, the sales rep heard that the plate of a patient who had surgery on (B)(6) 2025 has fractured. The doctor told that the bone defect was large and had not fused, so it was inevitable that the plate broke off. Because the fracture area had shortened as the plate broke off, rather than becoming more stable and the bone had started to fuse, so there were no plans to remove the broken plate for some time while the doctor is monitoring the patient's condition."